Event description:
The customer reported that there was no diathermy for ligasure hand piece when it was at the 2 bar setting on the forcetriad generator, but worked ok at the 3 bar setting. The surgeon converted from laparoscopic to open to control bleeding.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.